Manufacturer narrative:
Investigation summary: the analysis was completed based off of a photo that was provided. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively. As a result, the patient underwent explantation on unspecified date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 29-mar-2022, mentor received additional information regarding the explantation date. The explantation date was on (B)(6) 2022. On 7-apr-2022, mentor received additional information regarding the patient¿s information and the revision surgery. The patient identifier is (B)(6). The patient dob is approximately (B)(6) 1987. The patient underwent bilateral removal and replacement with two 370ccc mentor memorygel breast implant prostheses (catalog #: smpx370, left serial #: (B)(6), right serial #:(B)(6)). The relevant fields have been updated. On 7-apr-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On april 21, 2022, mentor completed a device evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).